Manufacturer narrative:
Batch review performed on 19 june 2018. Lot 1651947: (B)(4) items manufactured and released on 21 june 2016. No anomalies found related to the problem. To date, 9 similar events have been reported on items of the same lot. R&d product manager investigation performed on 20 june 2018. There is a breaking of the welding between the shaft and the wheel. The failure instrument (03.22.10.0070) was produce according to a previous revision of the drawing. The latest revision introduce a modification on the design to improve the reliability and repeatability in the production in particular for the welding area. The root cause of the failure is not clear but it can be attributed to different factors: production welding based on the design together with the application of uncontrolled tightening torque and blowing.

Event description:
When the surgeon exchanged the trial cage the inner rod broke. The patient was not involved in this event because occurred out of the patient body. The surgery was completed successfully but with 30 minutes of delay.